Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info (including x-rays and op report) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt fell on knee at home noticed pain. Upon x-ray on right knee loosening of tibial component. Revision scheduled pt request implants."